Event description:
The customer reported via phone call that they had been receiving the no delivery alarm on the insulin pump. The customer's blood glucose was unknown. The customer disconnected the call before further information could be collected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.